Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume (increased intra-peritoneal volume). The alarm occurred on (B)(6) 2012 07:10:12. No additional information is available.